Manufacturer narrative:
On 08/28/2025, doctor reports patient who received off-label injections of bellafill in the neck lines on (B)(6) 2023 and developed small bumps in the area soon after. The bumps are now better, but there are still 4 or 5 very small bumps that remain. The doctor indicates that medical intervention is required to resolve the remaining bumps. Doctor states the patient has had bellafill in the face many times without issues. The patient has had botox in the same area (neck lines) in the past, prior to bellafill injections. Per the bellafill instructions for use: bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Attempts to reach the reporting doctor to obtain additional information and to confirm medical intervention required have been done, with no additional information at this time. A1 to a6: no patient info has been provided by the provider at this time. B3: date of event 11/09/2023: date of injection and approximate onset of bumps on the neck, as provided by the reporting doctor on (B)(6) 2025: d9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." G3: date received - 08/28/2025: date of doctor report indicating medical intervention is required.

Event description:
On 08/28/2025, doctor reports patient who received off-label injections of bellafill in the neck lines on (B)(6) 2023 and developed small bumps in the area soon after. The bumps are now better, but there are still 4 or 5 very small bumps that remain. The doctor indicates that medical intervention is required to resolve the remaining bumps.